Event description:
It was reported that the customer intermittently experienced an elevated blood glucose (bg) level. Bg value was not provided. Insulin injections were administered in attempt to treat the bg. Subsequently, the paramedics were called to assist the customer in treating the bg. Further details and nature of the required intervention were not provided. The cause for the reported issue is unknown. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response was not received.